Manufacturer narrative:
Carelink support team investigated mobile application logs, database sso logs and csr to confirm login issue and determine possible cause of user's issue. Carelink support team discovered that care partner had multiple accounts but that not all were properly linked to a patient account. All care partner accounts showed unsuccessful logins. These findings were shared with helpline for troubleshooting guidance. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version pch00105248. (Most likely) root cause: user had multiple accounts, logs indicate they may have been using an incorrect password based on failed login attempts. Analysis summary: we are proceeding to close this ticket as we have not received any response. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
As per the information reported by the customer and as per the reportability decision tree the case was not reportable and not required for reporting. Initial report has been submitted in error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was unable to log into the account. Troubleshooting was performed and the customer also tried to reset the password but the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The product will not be returned for analysis.